Manufacturer narrative:
(B)(4). The customer reported eleven occurrences and returned samples for six of the occurrences. A visual inspection was performed on the six returned samples and did not reveal a non-conformance. However, it was confirmed that the six vial mates were a little soft and it was easy to unlock the vial mate. Therefore, the reported condition was confirmed in the six returned samples. The assignable root cause could not be determined at this time. As a corrective action, the operators were made aware of this occurrence and reminded to pay more attention during the handling of vial mates. Furthermore on the machine, the piston insertion was realigned to avoid any possible damage to the notch of base during assembly. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) a vial mate adaptor in which the connection was loose. According to the report, the vial mate would not lock. The alleged defect was observed during filling. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention. No additional information is available.